Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized twice for hyperglycemia while using the infusion sets. For each event the patient experienced elevated blood glucose levels of 400 mg/dl-450 mg/dl. The patient experienced symptoms of dehydration and vomiting. It was determined that for each event the high blood glucose was caused by bent cannulas. The patient was transported to the hospital and was diagnosed with ketoacidosis. The hospital treated the patient with serum and insulin until glucose levels normalized. The blood glucose results obtained at the hospital were not provided. During each event the patient was hospitalized for two days. The infusion sets were discarded; therefore, no product could be requested to be returned for product evaluation.